Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was found to be malfunctioning during a routine inspection outside of surgery. There was no patient involvement.

Manufacturer narrative:
The returned handle was functionally tested. The handle retained a mating driver and ratcheted in both directions. The event could not be replicated and no failures were found. A review of the manufacturing records did not identify any issues which would have contributed to this event.